Event description:
Procedure type: intestinal resection. According to the reporter: the device transected but did not apply any staples. The doctor used another of the same device and was able to redo the anastomosis. Some bleeding occurred, less than 250cc, due to the second anastomosis about 1mm to 2mm of tissue was resected, and the surgery was extended less than 30 minutes. The pt has recovered.